Event description:
The manufacturer became aware of an elegance nebulizer that will no longer turn on. The dme supervisor stated the motor is shot. There was no patient harm or injury, and no medical intervention reported. The device has not been returned to date. The dme is receiving a credit for the device, since no replacement can be sent. The unit was under warranty. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.